Event description:
We rented an electric scooter from (B)(4) in (B)(4). Upon taking the scooter on an incline, the scooter suddenly shut off half way up the incline and started to fall backwards despite the emergency brake being turned on. The scooter is currently being evaluated for "defect," however the customer representative laughed at me when I explained to him that the machine started going backwards after performing the safety shutoff, putting my father in a life-threatening situation. Witnesses around us had to help me stop the scooter from falling backwards. I do not believe that (B)(4) is providing safe machines as promised for their patrons.